Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was retained by the hospital. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed due to a thickened lock line and a glue-like substance noted. If this were to reoccur, the lock line could be difficult to remove, leading to breakage or a portion of the lock line being left in the anatomy. It was reported that this was a mitraclip procedure to treat mixed functional and degenerative mitral regurgitation (mr) with a grade of 4. One mitraclip was implanted. Another clip delivery system (B)(4) was deployed. During lock line removal, without difficulty or resistance felt, one end of the lock line appeared to be thicker. The thickened part was noticed outside of the lock lever. Reportedly, there was no knot present and the line. The thickened line appeared as if there was some glue or something like this on the lock line. The clip was deployed. The mr was reduced to 1. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). As the device was not returned for analysis, the reported foreign material could not be confirmed. It is possible that the lock line fibers were separated in that region, appearing as if the portion was thicker; however, without the device to analyze this cannot be determined. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported foreign material on the lock line could not be identified. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.